Event description:
On 1/27/92 a dynaflex device was implanted. On 1/14/97 the patient complained of "no longer inflating.. At leas one cylinder is totally shot and the other is only partially working." Additional info received on 2/24/97 indicates the dynaflex device was removed from the patient and an ambicor device implanted on 2/14/97 due to fluid loss and patient dissatisfaction.